Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
A 68-year-old male with postcardiotomy cardiogenic shock (pre-support scai shock stage c) was supported with an impella 5.5 via direct surgical right aortic access. On (B)(6) 2026, the patient experienced low pump flow, prompting evaluation. The console displayed flat motor current and decoupled waveforms. Positioning was confirmed appropriate via tte, with no evidence of purge flow issues or motor current spikes. The pump was unable to achieve flows above p-4 without suction despite volume status assessment. Due to persistent low flow, the device was explanted. The patient survived the event. A replacement impella 5.5 was subsequently implanted via the same access, with no reported low flow issues and remains in use. The reported low pump flow with associated flat motor current and waveform decoupling could not be attributed to a confirmed device malfunction. The root cause of the low flow condition remains undetermined.